Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. There was no malfunction report of the subject device. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Event description:
On august 29, 2018, olympus medical systems corp. (Omsc) received a literature titled ¿eus-guided hybrid rendezvous technique as salvage for standard rendezvous with intrahepatic bile duct approach¿. An adverse event after eus (endoscopic ultrasound)-guided hybrid rendezvous technique using olympus ultrasound gastroscope (uct-260) was reported in the literature. Considering the sales history for the user facility, it is surmised that the facility used gf-uct-260 in the procedure. The literature reported that 8 cases of eus-guided hybrid rendezvous technique procedures using the subject device and a duodenovideoscope were conducted between april 2012 and march 2017. In the procedures, it was reported that one case of mild pancreatitis occurred. The literature concluded that eus-guided hybrid rendezvous technique can be an effective and safe salvage technique in cases wherein guidewire placement is difficult. Omsc is submitting this medical device report according to the number of the adverse events.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".